Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode that revealed noisy signals along with low amplitudes. Bringing the patient for further evaluation was recommended. Additional information received indicates that this s-ICD exhibited oversensing due to morphology inconsistences. It was reported that the patient experienced anxiety about getting an inappropriate electric shock. Subsequently, a revision procedure was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode that revealed noisy signals along with low amplitudes. Bringing the patient for further evaluation was recommended. Additional information received indicates that this s-ICD exhibited oversensing due to morphology inconsistences. It was reported that the patient experienced anxiety about getting an inappropriate electric shock. Subsequently, a revision procedure was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.